Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device chiller tank was not being cooled. After swapping with a good chiller pump there was same problem, chiller pump and chiller assembly failed. Per addition information received on 27aug2024, it was noted that there was chiller assembly failure.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device chiller tank was not being cooled. After swapping with a good chiller pump there was same problem, chiller pump and chiller assembly failed. Per addition information received on 27aug2024, it was noted that there was chiller assembly failure. Per additional information received on 16oct2024, it was reported there was response from technician noting the customer was receiving the parts to repair onsite. The device will not be returning to a bd depot for repair.